Event description:
On (B)(6) 2015 the reporter contacted animas, alleging a time/date issue. There was no indication that the device caused or contributed to an adverse event. This complaint is being reported because the reported issue was not resolved with troubleshooting.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 08/05/2015 with the following findings: the black box showed that the time and date reset to default settings after a pump reboot at 1:05 pm (B)(6) 2011; the time was then manually set to 1:01 am (B)(6) 2011. The black box showed the following activity: manual time change from 7:40 pm (B)(6) to 7:40 pm (B)(6) 2015; from 8:02 pm (B)(6) 2015 to 8:02 pm (B)(6) 2015; from 5:37 pm (B)(6) 2015 to 5:37 pm (B)(6) 2011. A timekeeping accuracy test was performed and the pump was keeping time accurately. Evaluation revealed the internal clock battery on the pcb board had failed. The pump would not retain the user programmed date and time settings upon removal of the primary (B)(6) battery. When a new (B)(6) battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed.